Event description:
It was reported that during a ureteroscopy procedure for kidney stones, while lasering, a popping noise was heard. When the scope was removed, it was noticed that there was a hole burned into the scope and the fiber appeared to be broken 6 inches from the end. The procedure was completed. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified the fiber was broken in two pieces. The connector face did not have any defects. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break, leading to the reported event. The reported debris shield burned, and unfocused beam are confirmed. The investigation did not identify any abnormality in manufacturing or design from the risk review and device history record review. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a ureteroscopy procedure for kidney stones, while lasering, a popping noise was heard. When the scope was removed, it was noticed that there was a hole burned into the scope and the fiber appeared to be broken 6 inches from the end. The procedure was completed. There were no patient complications.